Event description:
Related manufacturer report number: 2017865-2021-10770. It was reported that the patient presented in clinic. Upon interrogation, it was noted that the atrial and right ventricular leads exhibited loss of capture. A chest x-ray revealed that both of the leads were dislodged. The leads were explanted and replaced. The patient was in stable condition and discharged.

Manufacturer narrative:
Analysis found that a complete lead was returned in one-piece measuring 52.2cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.